Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available photographs were reviewed. In the pictures the insert is seen severely worn and a portion of the posterior articulating surface is fractured. No manufacturing deficiency or product error was suspected. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent the surgery with the lcs implants in question. After the surgery, a revision surgery is planned on (B)(6) 2022. Due to unknown reason. No further information is available.